Event description:
It was reported that the customer's pump buttons were not functioning properly and required multiple presses, with the screen appearing dimmer than usual. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.